Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a bent distal end, a deformed steroid collar and a damaged sealing ring next to the is-1 connector pin, which most likely resulted from the mechanical forces applied during the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high pacing threshold. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead presented high pacing threshold. The lead was explanted.